Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the software was uninstalled and reinstalled. The system's logs were sent to the manufacturer for analysis. A successful system checkout was performed which verified that the issue had been resolved. A software investigation was conducted to analyze the system logs where it was determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that the pendant showed "system boot" but wouldn't start. No patient was present during the time of the reported incident.